Event description:
Pt on dialysis. Air in blood noted, air detector alarm failed to clamp and allowed air to travel down venous line toward pt (approx 6" before pt). Before it was finally clamped, blood pump stopped. Pt did not receive any air from this event.